Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. The event date is unknown.

Event description:
It was reported the patient's ipg has been deemed inoperable as a result of it no longer being able to communicate with their programmer device. The next course of action is unknown.

Event description:
Additional information gathered/confirmed via the manufacturer's device record database revealed the patient's ipg was explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow-up confirmed surgical intervention addressed the patient's issue.